Manufacturer narrative:
The complaint device was tested for gas transfer and the measured oxygen and carbon dioxide transfer rates were above the performance requirements.

Event description:
Medtronic received information that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that the device would not oxygenate. The customer reported a gas transfer issue and experienced low po2. Clotting/thrombus/fibrin was not observed in the circuit. There was no damage observed to the device. The device was replaced to complete the procedure. Intervention was required. Medtronic received additional information that the customer first attempted to change out the oxygen and air tubing, then where they were plugged into the wall, the customer tried to switch to a blender which did not work. The last intervention was to change out the oxygenator. The patient came off of pump successfully a week later. The customer was unsure what was meant by pump record, there is a record but had not started it yet since we had just gone on pump. The customer only obtained a post oxygenator gas to see what the post po2 was. Ph 7.15, co2 49, po2 65, -12, hco3 17, so2 86. This was on a sweep of 100 and fio2 100%. Patient co2 before going on was in the 30s. The customer had just started bivalirudin on our pump side with the initiation of extra corporeal membrane oxygenation (ECMO). The patient did receive a heparin dose for cannulation. The patient only had a hematocrit drawn 3 hours before initiation and it was 44.3. Then the hematocrit on our gas machine was 40 and that was with the blood gas drawn 9 minutes after initiation. This was the first oxygenator used and it was just taken out of the box and placed into the circuit. The customer had a unit infusing on the patient side at initiation plus a unit infusing on the circuit side at initiation. So 2 units of prbc infusing. The patient was not septic at any time during or immediately prior to the ECMO run. The patient was only on ECMO for approximately 5 minutes. The customer is unsure how the gas transfer issue was resolved, the oxygenator was changed out.